Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: review of the black box data revealed records of occlusion alarms with high force. On investigation, the pump powered on and ez-prime steps were successfully completed without alarms. The force sensor was evaluated and found to be operating within the required specifications. The pump was exercised for 24 hours without the occurrence of occlusion. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6)2017, the reporter contacted animas, alleging that there were occlusion alarms. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.